Event description:
It was reported that "the applier jaws got misaligned during use. Therefore, the applier was replaced with a new unit to complete the procedure. No clip fell/remained in the patient and no injury to the patient occurred. The applier was purchased by the hospital on (B)(6) 2025."

Manufacturer narrative:
(B)(4)